Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: what type of anastomosis was created? End. Which purse-string suture technique was used? They used a device to create the purse string. What other devices were used for transecting and/or closing otomies? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Not sure. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Middle. Did the red safety remain engaged until firing? Yes. Was the breakaway washer completely cut through? Don't know. Was the safety reset before removal attempted? Unknown. Was buttressing material used? No. Were all tissue layers present in both donuts when inspected? Yes. Has the patient undergone any radiation or chemo therapy? Na. How long was the anesthesia time prolonged? 60 minutes. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lower anterior sigmoid resection procedure, the physicians assistant placed the stapling unit, the surgeon directed the anvil, and the physician¿s assistant fired the stapler. The anastomotic rings were complete however the staples were not crimped completely; the staple did not form a complete b shape. Due to the significant leak at the anastomosis site, the doctor oversewed the anastomosis and performed a temporary ileostomy.